Event description:
Removal of endosseous dental implant. Seven implants were placed in class IV bone during a complex procedure. Sinus elevation and bone graft procedures were previously done in the area on 7/27/95 and 11/17/95. The implant in site #6 was removed approx 7 months post-op due to mobility. The clinician reports that the failures may be due to poor bone quality, tobacco use by the pt and pressure placed on the implants from a provisional denture placed immediately after surgery.